Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial ca2 result was 6.8 mg/dl. The repeat result was 9 mg/dl.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found a broken hose on a rinse head and repaired it. Qc was performed successfully. The investigation is ongoing.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.